Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched display window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarm button error. Customer's blood glucose was 67 mg/dl. The customer's mother stated that water might splashed on the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.